Event description:
It was reported that during a pack change, the lead impedance in unipolar mode was 202 ohms and 272 ohms in bipolar mode. A chest x-ray appeared normal. The physician decided to implant a new lead at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.